Event description:
On august 22, 2025, nakanishi received a phone call from a dealer about a malfunction of an nsk handpiece. The details nakanishi obtained are as follows: - the event occurred on august 18, 2025. - a dentist was performing a crown removal procedure on a patient using the s-max m500ml handpiece (serial no. (B)(6). - during the procedure, the push button and internal spring came off from the headcap of the handpiece suddenly and landed in the patient's mouth. - the parts were recovered immediately, and the patient was not injured in the event. - according to the dentist, there were no abnormalities observed in the device prior to use.

Manufacturer narrative:
This event occurred in japan, but similar products are marketed in the us under k962543. The dentist refused to provide any information about patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject s-max m500ml device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the device and observed the following: - the push button and internal spring were separated from the device. - there were scratch marks on the shank of the bur returned together with the handpiece. - the cutting part of the bur was chipped. C) nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed the following: - there were contact marks on the headcap and the push button. - the bearing retainer was abraded. D) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the push button separation was retaining screw loosening due to the combination of a strong impact on the device together with repetitive cutting vibration. Nakanishi considers the possibility from many years of experience and based on the findings in the visual inspection, that the abraded bearing, the push button pressed during rotation, high-load cutting could increase the cutting vibration. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the push button loosening/separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the dentist and remind the dentist of the importance o0f using the device as instructed in the operation manual.